Manufacturer narrative:
Manufacturer narrative: the nurse reported that the cns (central monitoring system) is showing communication loss for 2 bsm's (bedside monitors). The biomedical engineer was called to the floor and determined that the bsm's were not powered on. The bsm's were turned on and the issue was resolved. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) is showing communication loss for 2 bsm's (bedside monitors).